Manufacturer narrative:
Investigation pending. No additional information available at this time.

Event description:
It was reported that the surgeon was "implanting the final stem when the tip of the inserter broke off. The broken piece was removed and no further action was needed."